Event description:
It was reported that: while the saving was connected to the patient, an alarm occur, then the machine shut down. The nurse manually ventilated the patient. After switching off the machine and then switching on again, the machine behaved normal. The patient was connected to the machine again and after 12 hours the machine completely broke down again. It was reported that the patient died.